Event description:
It was reported on (B)(6) 2013 by the hospital inventory clerk that the small battery drive does not operate update - additional information was provided by faxed facility questionnaire received on (B)(6) 2014. The facility reported the event occurred during an unknown surgical procedure. The reported event was delayed approximately 3 minutes while a different small battery driver was obtained. Procedure was successfully completed using the spare device with no further problem, no harm to patient. No additional information is available. This reported event is for one power device. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. The non-reportable details initially arrived on (B)(4) 2013. Additional information on (B)(4) 2015 provided confirmation that the event occured during a surgical procedure. The device is an instrument and not implanted/explanted. The subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A service history review has been requested. A device history review was completed; the manufacturing documents were reviewed and no complaint related issues were found. An additional evaluation/power tool evaluation was performed. The device as received condition was describes as blemished housing. The device was forwarded to an engineer at service site. It was noted that the reporter's complaint that this small battery drive device does not function could not be confirmed the unit was tested and passed all manufacturing specifications; however, it was noted that it has a sticky trigger intermittently. The evaluating engineer notes, evidence indicates this is due to usage wear over time. Non-reportable status was deemed reportable by additional information received by fax on (B)(4) 2014. Placeholder.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.